Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed scratch after the iol was implanted into the eye. The lens was explanted during initial procedure. The procedure was completed on same day. Additional information was requested and received stating that trailing haptic was involved. They have used instruments to widen the incision and to enter into the eye to retrieve and cut the iol before replacing it with another iol using the folding lens forceps.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.10. The manufacturer internal reference number is: (B)(4).